Event description:
The event was reported to FDA on 06/24/2013 by (B)(4) who filed the report (incorrectly) as the manufacturer as follows: at a (B) (6) training session in (B) (6) , a man named (B) (6) volunteered to have an electroneuronography (enog) test performed in front of the class. This test involves stimulation of the facial nerve and recording neurological responses. The stimulus is supplied by a digitimer ds7a and the record is performed by a (B)(4). The trainer tested the stimulation on themselves and them performed the demonstration on (B) (6). A week later, (B)(4) received communication that (B) (6) had been experiencing facial paresis on the same side as the demonstration. A neurologist reportedly diagnosed probable bell's palsy and prescribed antibiotics and eye cream. (B) (6) has maintained that the weakness has persisted. The enog test is designed to diagnose conditions such as bell's palsy and there are no literature sources reporting nerve damage from enog stimulation. The digitimer in question had been shipped by freight and has not been available for eval as it is still in transit.

Manufacturer narrative:
The ds7a involved in the incident was returned to digitimer ltd on 08/12/2013 for investigation. The unit was given a thorough investigation and test. No fault was found and the unit was operating within specification. In their fault description to digitimer, (B)(4) reported "this is an international complaint and we do not have access to all the medical records but we can demonstrate that the digitimer and our navigator pro product is used to diagnose bell's palsy and as long as the instrumentation is operating within spec that there was no possibility of injury." Searching for this report on the (B)(4) database it states "is this an adverse incident report? No." "Is this a product problem report? No".